Manufacturer narrative:
Corrected information: d4 (primary UDI number). Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 14nov2025. The patient's iliofemoral arteries where the lesion was located was stenosed. The lesion was occluded "at least 50 percent. A 5fr unspecified short introducer was used. A cook inflator device was used to inflate the balloon to nominal pressure once, when a leak inside the patient was noted coming from a "little hole". Blood was noted in the inflation device, and the balloon was not inflated within a stent. The balloon was replaced with another unspecified balloon measuring 4 x 10.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone = (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during angioplasty of the femoropopliteal artery in a patient with an arterial obstruction, an advance 35 lp low profile balloon catheter's balloon ruptured. Per the reporter, the balloon became punctured during inflation to the minimum pressure. The balloon was replaced. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during angioplasty of the femoropopliteal artery in a patient with an arterial obstruction, an advance 35 lp low profile balloon catheter's balloon ruptured. Per the reporter, the balloon became punctured during inflation to the minimum pressure. The balloon was replaced. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 14nov2025. The patient's iliofemoral arteries, where the lesion was located, were stenosed. The lesion was occluded "at least 50 percent¿. A 5fr unspecified short introducer was used. A cook inflator device was used to inflate the balloon to nominal pressure once, when a leak inside the patient was noted coming from a "little hole". Blood was noted in the inflation device, and the balloon was not inflated within a stent. The balloon was replaced with another unspecified balloon measuring 4 x 10. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), drawing, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no relevant discrepancies or additional relevant complaints on the final or sub-assembly lots. The customer followed relevant instructions in the IFU (instructions for use). A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.